Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump clamp tubing alarm and air in tubing alarm. The reporter noted that the pump was turned off and tubing was clamped, cassette removed, tubing massaged, cassette placed back on, pump powered on and tubing unclamped. But the pump was still alarming. No patient consequences were reported. No adverse effects were reported.